Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. (B)(4).

Event description:
It was reported that during a procedure of the mildly tortuous, mildly calcified, ischemic distal circumflex artery, the sion blue guide wire was positioned at the lesion without issue; however, the non-abbott balloon met resistance during advancing and froze on the guide wire. Both devices were removed as a unit/system without reported issue. A different guide wire was used in the procedure without issue. There was no reported adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in block b4 "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided in block b4 to reflect the date the initial reporter provided the information about the event to the company.

Manufacturer narrative:
Internal file number: (B)(4). The analysis was performed by asahi intecc. Co. Ltd: the device was not returned for analysis. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.